Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was fully intact. Evaluation revealed that the up and down keys were intermittently unresponsive and the contrast and ok buttons responded appropriately. Evaluation revealed that there was contamination was located under all key contacts. Unrelated to the complaint, evaluation revealed that the pump booted to the verify screen with dim pink contrast. The pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. The display lens was also found to be scratched.